Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reports that they are "unable to stop it", accompanied by error code 111b - 35v failure. The customer reported that the device was not in clinical use at the time the issue was discovered